Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4) , serial/lot #: unknown, ubd:- , UDI#:- and product ID: codes: b17, c20, d15 , serial/lot #: unknown, ubd:- , UDI#:- h3) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that upon booting up the system, after a few minutes, the camera cart unexpectantly shutdown. The field representative (rep) reported that the blue light was not illuminated and the monitor screen was black. The rep reported they attempted to shutdown the system and wait a few minutes before attempting to reboot. There was no patient involvement. Troubleshooting was performed, upon reboot, the rep entered stealth administration over self-test. The rep reported the camera cart touchscreen was disconnected. The rep reported after wiggling the cable, the system was functioning as intended. The rep reported both the main cart and camera cart battery percentage was at 100% and after performing a battery test, both systems stayed on and were functioning as intended. The rep reported the umbilical cable was seated with good connection between the main cart and camera cart. The probable cause was noted to be the main cart uninterruptable power supply (ups) and battery.